Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that the patient presented for a procedure requiring repositioning of the right ventricular (rv) leads for an unknown reason. During the procedure, it was noted that the helix of both rv leads did not extend after retraction. As a result, both rv leads were explanted and replaced. The patient remained stable throughout the procedure.